Event description:
No additional event information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h2, h6, h11. Corrected: d2b. The reported event could not be confirmed due to lack of product/event information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. Complaint history review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that the purpose of the study was to assess the survivorship of cup-cage reconstruction in pelvic discontinuity (pd). Retrospective institutional database was utilized to review the identified cases with a minimal follow of 2 years. 48 cup-cage cases were included in the study. All identified cases were total hip arthroplasty being revised due to massive acetabular bone loss and pd into a cup-cage construct. Trabecular metal acetabular revision system acetabular component and either a trabecular metal acetabular revision system (tmars) cage (40) or zca cage (8)(zimmer biomet, warsaw). Liners were all cemented into the construct. Standard polyethylene liner was most often used, along with constrained polyethylene liner or monoblock dual mobility. The study population had a mean age of 77 years at time of surgery (range 39 to (B)(6). Follow-up was conducted at minimal of 2 years a mean length of follow-up for 7.2 years (range 24 months to 20 years). Complaint 6: 1 case underwent revision of cage and revision of liner 29months post implant, due to aseptic loosening, cup found to be well fixed, cage failure and dislocation. (Table 4)

Manufacturer narrative:
(B)(4) g2: foreign: canada customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Madanipour, s., neufeld, m. E., robinson, t., masri, b. A., garbuz, d. S., howard, l. C.. Cup-cage reconstruction for pelvic discontinuity: encouraging long-term survival. J arthroplasty. 2025. Doi: 10.1016/j.arth.2025.01.025.